Manufacturer narrative:
Investigation description. Complaint was confirmed through the engineering logs. The logs showed that the device was not charging while on charging pad. The issue was determined to be caused by a mainboard issue.

Event description:
It was reported that the ilet bionic pancreas displayed persistent ¿charge now¿ notifications and failed to charge despite a confirmed working outlet and charger, consistent with a premature battery discharge involving the battery component; the device remained usable but had trouble operating afterward, and the user confirmed data sync and intent to return the device. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an energy storage system problem consistent with a premature discharge of the battery and traced to the battery component. It was concluded, based on previously established findings for similar reports, that the cause was component failure.